Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a carotid stenting procedure. Reportedly, the physician deployed the device and harvested the sutures; however, when he was applying back tension to the sutures to advance the knot the sutures pulled out of the artery with the knot intact. The physician placed a sheath in the groin and manual arterial compression was later applied to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of sutures pulled out of the artery with the knot intact was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency and the possible cause was determined to be related to the operational context during use of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient reported to be approximately (B)(6). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.